Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images attached to the pc titled ¿img_8048.jpg¿, and "img_8049.jpg". The images were reviewed, and the complaint condition cannot be confirmed. The device was not returned for investigation so a functional test cannot be performed to confirm the complaint condition. Additionally, there are no visible defects or damage to the device in the provided photos. The following drawings were reviewed as part of this investigation: no design or manufacturing discrepancies were noted. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - krisjanis strenge, october 12, 2021: part number: 03.114.009 lot number: 9006139 part/lot combination is unknown at jabil (in epr sap p02), no DHR review possible for group "synthes trauma - mfg - DHR - hagendorf". 11/5/2021 part # 03.114.009 lot # 9006139 supplier lot #: 9006139 release to warehouse date: 19 aug 2014 supplier: synthes haegendorf. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a wrist surgery on (B)(6) 2021, two (2) screwdriver shafts were not retaining screw properly. They were unable to assemble properly. The procedure was completed successfully with no surgical delay. There were no patient consequences reported. This report is for one (1) stardrive screwdriver shaft w/holding sleeve/t4/66mm this is report 1 of 3 for complaint (B)(4).